Event description:
The husband of a female patient contacted lifecor customer support to report that his wife had passed away. He reported that his wife was wearing the lifevest device at the time, and was shocked several times.

Manufacturer narrative:
The lifevest device involved in this event was not physically returned for evaluation, but the ECG data and device performance flags captured by the device during the event were subsequently downloaded for evaluation. Background information: patient was a female. Patient received a kidney and pancreas transplant because of diabetes and complications of the disease. Prior to using the lifevest she suffered a cardiac arrest where the initial rhythm was pulseless electrical activity or pea (also known as electromechanical disassociation). After she was revived, she was found to have an ef of 15% and severe coronary artery disease. CABG was considered, but postponed because of her poor condition. She then suffered an mi during the hospitalization. She was prescribed a lifevest device because of her recent mi, low ef, and poor surgical risk. The patient's husband reported that her condition had been deteriortating. He reported that as she died, the lifevest shocked her twice. However, she did not revive. Conclusion: a dying female patient was inappropriately shocked twice in 2006. Her death was likely due to cardiac pump failure rather than arrhythmia. She appeared to have pea similar to her first arrest. The false arrhythmia declarations were due to apparent t-wave counting which resulted in the perceived heart rate exceeding the programmed rate threshold. The patient did not respond to the siren alarms or tactile, and voice alarms by pressing the response buttons to prevent treatment. It does not appear that the inappropriate shocks caused or contributed to the patient's death. The device operated as designed.